Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A technical support specialist (tss) resolved the issue by fixing the auto launch problem, informed the customer of standard support channels for future assistance, and archived and closed the case after documenting the work performed. The tss confirmed with the customer that the issue was resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not functioning and displayed an error code. The customer performed a reboot, after which the station became stuck on the cfnapp screen with a password prompt. The customer was unable to provide the password, although the station remained online in remote smart service. However, there were no delays or adverse events or injuries reported based on this event.